Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized two hours after she received a motor error alarm. The customer's blood glucose level was high and ketones were large. She had excessive thirst and frequent urination. The customer's blood glucose level was 749 mg/dl. She called the ambulance and went to the hospital on (B)(6) 2017. The customer's blood glucose level was treated with insulin drip and was put on fluids. Her blood glucose level was also treated with an injection. The customer experienced a diabetic ketoacidosis. The customer was off the insulin pump less than 48 hours prior to hospitalization. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Device had a missing end cap sticker, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.